Manufacturer narrative:
The hawkone was returned connected to a cutter driver. A spider fx was loaded within the distal rotating tip of the catheter and a torqueing device was loosely attached to the capture wire of the spider fx. Visual inspection and inspection of the device under a microscope was performed. The distal tip of the hawkone showed the spider capture wire loaded at the tip. The torque shaft of the hawkone beneath the strain relief was bent at an approximate 90 degree angle. It was observed the proximal portion of the hawkone guidewire lumen was protruding up and was detached from the distal assembly housing. A space on device where the proximal end of the guidewire tubing had been attached was observed. The detached proximal end of the guidewire tubing was located at a bend of the spider capture wire. No tearing of the guidewire lumen was noted but zipper tearing throughout the guidewire tubing was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with a spider fx to treat a cto, with moderate plaque, soft tissue calcification, with little tortuosity in the right proximal popliteal artery as per IFU. There were no abnormalities in relation to anatomy. Artery length was 5.5mm, lesion length was 150mm. It was reported the hawkone was removed from the patient over the guidewire, to clean the device with no issues noted. The physician encountered difficulty reinserting the device back into the patient, whilst advancing the device, the device became stuck in the 7fr non medtronic sheath and the wire appeared to be coming out of the wire lumen early. The hawkone and spider fx were removed from the patient as a unit. The turbohawk lx was used to complete the procedure. No patient symptoms, complications or patient injury was reported.